Event description:
Cochlear implant initially implanted on (B)(6) 2011. According to surgeon, pt had no post-op complications. After activation of the processor, device worked normally for one month, after which it suddenly stopped working. MFR rep completed and on-site visit at the pt's home and when no communication could be obtained from the processor, it was determined to be device failure. Device was explanted on (B)(6) 2011, and warranty replacement device was implanted same day.